Event description:
It was reported that the patient received a shock due to rv noise on (B)(6) 2020. The lead and device were explanted on (B)(6) 2020. After the generator was disconnected from the leads, a psa was used and it showed loss of capture and higher impedance than before. Physician examined the lead but could not identify a location of a lead breakage.

Manufacturer narrative:
Implant date was corrected to (B)(6) 2019. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found abraded due to wear. A short circuit was measure. This damage is assumed to be the root cause for the observed oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. In the analysis of the provided fluoroscopic images the lead appeared to be implanted with little slack. It is assumed that a lead implanted with little slack in combination with tricuspid valve interaction resulted in extraordinary mechanical stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.